Event description:
Customer reports a sample typed as ab, rh-positive on the abs2000. The sample types as a, rh-positive by manual tube testing; reverse grouping reaction with b cells is weakly positive.

Manufacturer narrative:
Instrument results files were received from the customer and reviewed. The anti-b reaction for the sample is questionable, with a very high absorbance (2.0). The b cell reaction for the reverse grouping looks negative; customer got a weak positive reaction with b reagent red blood cells when testing the sample by manual tube method. Customer returned a sample from the patient for investigation testing. The sample was testing on an in-house abs2000 using the same reagents used by the customer. Well failures were observed in all wells due to lack of plasma in the sample. The sample was tested for abo cell grouping and rh typing by manual tube method; the sample typed as a, rh-positive. Cannot rule out foam or bubbles in the anti-b reagent as the cause of the positive reaction, as this can contribute to a high absorbance reading. The abs2000 operator's guide states: "do not mix blood grouping reagents or samples before loading them on the abs2000. Mixing can cause foaming which will impair sampling by the probe and may also cause false positive reactions."